Event description:
It was reported that the patient was scheduled for a pocket revision for friday ((B)(6) 2014) and the reason was unknown at the time of report. Follow up information received 5 days later reported that the patient¿s implantable neurostimulator (ins) pocket was moved from the right side to their left. It was also noted that the extension was exchanged out to a new one. The patient was reported as getting good stimulation.

Event description:
It was reported the patient had fifty percent or greater symptom reduction. It was noted the lead and extension were worn. It was re ported an x-ray and reprogramming had occurred. It was noted a surgical revision and replacement was performed. It was reported the cause of the event was not determined and was not device related.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# lb2702, implanted: (B)(6) 2003, product type: lead (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4)